Manufacturer narrative:
Date of event is unknown, additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image during an unspecified procedure involving an olympus camera head. The customer suspected that the cause of the no image was due to camera not getting detected. There was no patient injury reported.